Event description:
It was reported that the coil was difficult to deploy, requiring a snare to remove. Two 2x4 embold soft detachable coil systems was selected for use during a bleed coiling procedure. During the procedure, the coil was difficult to deploy in the mild to moderately tortuous target location. Several attempts were made to deploy the coil, but difficulty was encountered due to small vasculature. It was noted that the pull wire/detachment wire was broken. A snare was used to retrieve the coil, and the procedure was completed with another of the same device.